Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, removal of the undeployed stent and delivery balloon resulted in separation of the stent from the stent delivery balloon at the level of the arterial access sheath. The stent and delivery balloon had not been positioned correctly during the removal process, contrary to instructions for use. The stent was then retrieved via the snare technique. The lesion was then successfully stented with another company's device. Reportedly no patient injury was associated with this event.